Event description:
Over the past few months, the customer has observed imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer has an aps track system in their laboratory with two i2000sr analyzers attached. An algorithm has been set up in their instrument manager software and results between 0.03 and 0.3 ng/ml are automatically repeated. The customer provided patient data generated between february through june 2010. Eighty patient samples had discrepant values that crossed the customer's cut-off of 0.03 ng/ml. This report is for patient #63 of 80 similar imprecision reports. The initial result was 0.03 ng/ml and upon repeat, yielded a result of 0.026 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - refer to results of investigation below. A study was conducted using nine levels of human serum panels prepared to concentrations ranging from 0.01 ng/ml to 0.20 ng/ml. Panels were tested in replicates of 2 twice each day for a period of 5 days across 2 instruments. Using an in-house file kit of reagent lot 39483un10, a total of 20 replicates per panel per instrument were tested. The %cv's of each panel were calculated and plotted against the mean concentrations of each panel. A curve was then fitted through the data points and the 10% cv value was estimated as the concentration corresponding to the 10% cv level of the fitted curve. The test results met the assay's package insert claim, that the architect stat troponin-I concentration at 10% cv is less than or equal to 0.10 ng/ml. In addition to testing, complaints were reviewed from (B)(6) 2010 through (B)(6) 2011 to determine if others have experienced similar issues that might warrant further investigation. This review did not identify an adverse trend related to the customer's observation. Based on the results of this investigation, a product deficiency was not identified.